Event description:
It was reported that during an implant procedure, the outer insulation of the lead became distorted due to abnormal patient anatomy (stenosis of the clavicle) and the lead could not be inserted into the sheath. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.